Manufacturer narrative:
Device was not received for evaluation. However, one photo was provided, and visual inspection revealed the article, lot number and manufacturing and expiry dates were missing on the label. The reported customer complaint has been confirmed. Based on this review, the problem source has been determined to be manufacturing.

Event description:
Information was received that central venous catheter was noted to be received without the original manufacturer's label. Incident occurred prior to use with a patient.